Event description:
It was reported that during a cartridge and tubing change, no drops appeared during fill tubing and insulin was observed leaking from the cartridge into the cartridge chamber; the user then performed a successful cartridge and tubing change with guidance and disposed of the failed cartridge. Symptoms included hyperglycemia with a reported peak of approximately 350 mg/dl lasting about 8¿9 hours, without ketone testing, alerts, medical intervention, or need for assistance. Outcomes included transient elevation of blood glucose that resolved after set change, with no hospitalization or long-term effects reported. Investigation included follow-up to confirm the sequence of operations during cartridge connection and set change. Investigation of this case revealed a suspected cartridge leak at the cartridge-to-pump interface consistent with a leaking cartridge during the fill and connection process, which resolved after replacement. It was concluded, based on previously established findings for similar reports, that the cause was user technique or connection-related leakage during setup.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.